Event description:
It was reported that the bd saf-t-intima¿ safety system with y adapter prn swells during infusion. The following information was provided by the initial reporter, translated from chinese to english: at (B)(6), 2023, the patient punctured a peripheral venous catheter in the right forearm, and it was unobstructed and fixed, and the heparin cap performed well. At (B)(6), 2023, the nurse found that the silica gel on the heparin cap swelled significantly when the tube was flushed and failed to return to normal state after relaxation. The performance of the heparin cap has certain safety hazards. The nurse immediately replaced the heparin cap. Keep suspicious equipment and report it to the equipment department of the hospital.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device history review was conducted for lot number 2353984. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the bd saf-t-intima¿ safety system with y adapter prn swells during infusion. The following information was provided by the initial reporter, translated from chinese to english: at 15:22 on (B)(6) 2023, the patient punctured a peripheral venous catheter in the right forearm, and it was unobstructed and fixed, and the heparin cap performed well. At 20:47 on (B)(6) 2023, the nurse found that the silica gel on the heparin cap swelled significantly when the tube was flushed and failed to return to normal state after relaxation. The performance of the heparin cap has certain safety hazards. The nurse immediately replaced the heparin cap. Keep suspicious equipment and report it to the equipment department of the hospital.